Event description:
The nurse detached the evd device from the pole in preparation to transfer the patient when the transducer broke off causing csf [cerebrospinal fluid] to leak from the transducer. The evd was clamped, the provider was notified, and the decision was made to remove the evd. The evd was removed successfully. No known harm to the patient at this time.